Event description:
Fluoroscopy was working but was unable to save pictures. Tried to turn omega system off and on but was unsuccessful (computer would not turn back on). Rebooted entire omega system by flipping the switch in the large equipment closet in room 5 next to the computers. It took several minutes to reboot but once rebooted, fluoroscopy was working as well as the ability to save pictures. Omega equipment was beeping throughout the procedure and after procedure after omega system was shut down.